Event description:
I was taken to hosp dehydrated, been diagnosed bipolar disorder because my mood swings. Medicine for that blood test showing lupus, hypothyroidism, the worst skin rashes, many biopsy, fibromyalgia. I have a lot of medical records, looking for help. FDA safety report ID# (B)(4).